Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that guidewire fracture occurred. A 1ro/130 direxion fathom-16 system was selected for use. During preparation, after the physician tried to shape the tip, it was noted that the wire came apart. There was no issue with the micro catheter so only the wire was replaced with another of the same to complete the procedure. The defective fathom wire was not entered into the patient's body. No patient complications were reported.

Manufacturer narrative:
Updated device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was returned for analysis. The catheter shaft was inspected for damage. It was noticed that the shaft was broken/fractured approximately 9cm from the tip. The fractured portion was not completely separated, the inner coil was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that guidewire fracture occurred. A 1ro/130 direxion fathom-16 system was selected for use. During preparation, after the physician tried to shape the tip, it was noted that the wire came apart. There was no issue with the micro catheter so only the wire was replaced with another of the same to complete the procedure. The defective fathom wire was not entered into the patient's body. No patient complications were reported.